Event description:
It was reported that during the implant procedure it was difficult advancing the ventricular lead forward through the vena subclavia, whereby the lead tip underwent some mechanical stress. It was then not possible to extend the helix mechanism after a few attempts and approximately thirty turns. It was also noted that the first attempt to fix the lead failed. The lead was removed from the patient and the helix mechanism remained blocked outside of the patient and there was no tissue observed around the helix. A new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and revealed that the helix/lobe was distorted/bent. It was noted that there was blood in/on the helix/lobe mechanism and visual analysis revealed the lead was damaged at implant (photo was taken of bent helix).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.